Event description:
It was reported that the ventilator shut off while in use of patient. The ventilator was being used on a patient at the time of the reported event. However; there was no patient harm reported. The customer reviewed the ventilator diagnostic logs and found error code indicating data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) reference failed. The customer verified the 3.3 volts in diagnostic, and the 2.5v on the da pcba, inspected the cable from the da pcba to the motor controller (mc) pcba and it was secure. The customer ran the unit with no issues. The customer was advised to replace the da board, da to mc board cable as a precaution. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful.